Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately two years and three months following the implant of this transcatheter pulmonary b ioprosthetic valve, a type ii stent fracture was noted. It was reported that the stent appeared crushed from the anterior and the leftward side. An echocardiogram revealed decreased right ventricle (rv) systolic function. A conduit angioplasty was performed eleven days later. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.